Manufacturer narrative:
The manufacturer previously reported information alleging that the ventilator alarm was not working. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previous report, in section b "other" was inadvertently selected in the "outcomes attributed to ae" section. This was done in error and no information should have been selected as the report is for an alleged product problem only. No alleged adverse event was reported.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that the ventilator alarm was not working. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the ventilator alarm was not working. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's blower was calibrated to address the issue.